Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was realigned. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the image moved during fluoroscopy x-ray. No report of patient or staff injury.